Event description:
It was reported that the user received a replacement ilet and required assistance completing setup, during which the pump successfully paired to the phone but pairing the freestyle libre 3 plus sensor failed because the existing sensor was expired. Symptoms included no adverse clinical effects. Outcomes included no impact beyond a delay in completing sensor pairing and the need for a new sensor. Investigation included customer guidance on setup, verification of device-phone pairing, and assessment of the sensor¿s status. Investigation of this case revealed that the sensor was expired, which prevented pairing. It was concluded that the event resulted from use of an expired sensor and that device function was acceptable after pump-phone pairing, with resolution contingent on starting a new, in-date sensor.